Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having problems with their remote since about march or april. Pt said the issue had been ongoing for a while and had gotten progressively worse. Pt stated they would wake up the controller and not want to do anything with it because it wouldn't connect with the implant - agent understood pt would get 'no device found' screen. Pt mentioned that the controller would randomly turn the implanted neurostimulator (ins) off, failed to maintain the pairing to ins, and the issues seemed to ramp up when pt was around things that were magnetic for some reason. Pt also said when trying to change groups, they would get a screen that didn't have a white number in bottom right corner that said; said 'between battery and group # would display 'stimulation is off' agent understood when pt tried to change group, just went to home screen without making change. They said yesterday while sitting on bleachers (which pt considered magnetic) they had a lot of difficulties using the controller. Pt was able to get the controller to connect when using the recharger, but not when trying to use the controller alone. An email was sent to the repair department to replace the controller. Pt called back and reported they were still experiencing the same issues with the replacement controller. After they went through pairing instructions flawlessly, shortly afterward they got 'no device found [16]' even though they had seen their controller was at 100% and ins was at 60%. Pt said sometimes they could reset controller and get to work, but usually would lose connection when they changed their 'channels' (agent understood when they changed groups). Pt pulled up the 'recent error codes' info in the about menu and reported seeing '9-64, 10-x204, 11.' Pt said when the stimulation turned off, which goes to their leg, they have a hard time standing and may fall over. Pt was able to get connection to ins with recharger. Agent reviewed information with pt and advised to have them follow-up with their rep to see if they could interrogate the ins for more information. Pt agreed and expressed they were worried the ins itself was the issue and would have to have it replaced. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: 97745nt, serial/lot #:(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.